Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient presented to hospital with noise on the right ventricular lead. The patient's whole system was explanted and replaced successfully and was stable prior and after the procedure.

Manufacturer narrative:
Final analysis found an insulation abrasion breaching the outer insulation at 40.9 cm to 41.1 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device. This could have caused the reported complaint from the field